Event description:
Independent repair center customer alleged alarming and the key failure is the sieve has a bad odor. Per repair statement: could not duplicate customer's allegation of the unit alarming.